Manufacturer narrative:
Based on the gross photos, the state of the returned specimen was consistent with the reported complaint of needle separation. The needle only , not the suture, was returned for evaluation. The needle showed signs of a normal attachment, and the suture passed a 100% needle attachment tensile test during suture assembly. There is no information to suggest the suture did not perform as intended.

Event description:
It was reported to gore, that a suture needle pull-off during the procedure was observed.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.further investigation is being conducted and the information will be included in the final report.

Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.